Manufacturer narrative:
Device is used for treatment, no diagnosis. "Stability of a locking plate and self=drilling screws as orthodontic skeletal anchorage in the maxilla: a retrospective study" (2010). Hibi, h., et.al. Journal of oral and maxillofacial surgery (2010;68:1783-1787). This report is for an unknown - cmf compact 2.0 lock mandible/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article, "stability of a locking plate and self=drilling screws as orthodontic skeletal anchorage in the maxilla: a retrospective study" (2010). Hibi, h., et.al. Journal of oral and maxillofacial surgery (2010; 68:1783-1787). Country of origin is japan. A retrospective study was done at a university health care facility determining the success rate of an orthodontic skeletal anchorage system. The synthes compact lock 2.0 (synthes maxillofacial, (B)(4)) was used to carry out the study. The study consisted of 32 patients, 6 male and 26 female ranging in age from 11.4 to 35.1 years with an average age of 21 years. Twenty-nine patients were implanted with 58 bilateral plates and 3 patients were implanted with 3 unilateral plates. Plate failure was identified in 3 female patients. A (B)(6) female had a unilateral plate experienced failure. After a computed tomography scan it was found the screws were locked into the plate but left the bone. The patient also experienced mild inflammation around the failed plate. The plate was adjusted and the stability was maintained during he course of the planned orthodontic treatment. This is report 3 of 3 for (B)(4). This report is for an unknown compact 2.0 lock mandible system.

Manufacturer narrative:
Device used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.